Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the device and confirmed that the metal wire of the device was bent and a part of the bristles of brush was missing. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result by omsc there was the possibility that the brush was bent due to the application of external force such as during use, which may have caused the bristles were untied and fallen off.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a part of the bristles on the two mh-507s fell off during the reprocessing. The user replaced these mh-507s to another brush and completed the reprocessing. There was no report of patient injury associated with this event. This MDR is submitted for the first of the two mh-507s.